Event description:
The tritain sternal cable/plating system used for morbidly obese patient following avr/CABG surgery. Three plates with cables for sternal closure were placed. When the physician was crimping the cable attached to the plate, the plate broke in the center. When the same thing was attempted on the second and third plates, those plates broke as well.